Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that noise was noted on both right atrial and right ventricular leads. The cause of atrial lead noise was undetermined. The leads were explanted and replaced. The doctor decided to make MRI compatible system so the device was also replaced. Patient¿s condition was stable during and post-procedure.